Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation procedure. It was reported that the connection of the system to the network kept timing out. They pinged the network at the site and but with only 6% data packet loss. It was noted that the site information technology department had been going through a major overhaul. The surgeon was able to oblate a portion of the target before the issue occurred. The surgery was aborted and they indicated that they wanted to reschedule the patient to complete the case. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
Medtronic received information that the site has not experienced a recurrence since the event date. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was related to the electronic picture archiving and communication systems (pacs) of the site. Analysis found that the software functioned as designed.